Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The leadless pacemaker was returned for the reported events of stretched helix and difficult positioning. Visual inspection found the helix was stretched consistent with procedural damage. Longevity assessment showed the device was operating normally. Further analysis performed found no anomalies. The reported event of stretched helix was confirmed and attributed to procedural damage while the reported event of difficult positioning was not confirmed.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, the physician experienced difficulty maneuvering the lp and delivery catheter. The lp was noted as being sprung under fluoroscopy. The physician removed the system and abandoned the procedure as the patient's right ventricle was too small for the lp length. The patient was in stable condition.